Event description:
I was admitted to (B)(6) hospital on (B)(6) 2014, for a severe case of peritonitis. On (B)(6) 2014, the pd catheter was removed and a hemo catheter was placed on the (B)(6). I was not release until the (B)(6) after cultures confirmed that I had candida parapsilosis. I continued on diflucan and vanc for several weeks following discharge. I was placed on hemodialysis until the end of october when I returned to pd. The hemodialysis was not accepted by my system as each day included extreme drops in blood pressure. Fluid could not be removed from my body as fluid needed to added to stabilize the blood pressure. I could walk into dialysis, but had to leave via a wheelchair because of total weakness. If I had not been able to return to pd, I would have stopped all treatment because there was no quality of life. I was contacted by baxter healthcare in (B)(6) as they needed information for a report to the FDA. I had to give them product and lot numbers. On (B)(6), I received a recall notice from baxter notifying me that I had been sent the recalled product ( minicaps ). I checked my records and the recalled product was the one that I was using when I acquired peritonitis. The letter stated, "there have been no reported adverse events associated with these lots". I disagree with this statement as I had responded to their previous request for documentation. I am completing the receipt of notice form and also plan to contact my attorney to determine the viability of pursuing this issue through legal channels. It is not so much the cost to me, (B)(6), and (B)(6) as it is the suffering that I had to endure for three months. Dose or amount: dialysis exchange. Dates of use: (B)(6) 2014. Diagnosis or reason for use: protective cap on the end of the pd transfer set.